Event description:
It was reported that during a scheduled implant procedure, this right atrial (ra) lead was an attempted implant. The physician attempted to reposition this lead, however, the helix got caught in the septum of the patient. Repeated unscrewing of the helix was attempted, however, it was not successful. A new lead was implanted. No adverse patient effects were reported. It is expected to receive this lead for analysis.

Event description:
It was reported that during a scheduled implant procedure, this right atrial (ra) lead was an attempted implant. The physician attempted to reposition this lead, however, the helix got caught in the septum of the patient. Repeated unscrewing of the helix was attempted. However, it was not successful. A new lead was implanted. No adverse patient effects were reported. This lead has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was broken. The distal portion of the helix tip was not returned. The helix mechanism was not tested due to the break and dried blood/body fluid in the helix housing. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to reposition the lead caused the helix to break.